Manufacturer narrative:
E was initially received via regulatory authority (food and drug administration, reference number: (B)(4)) on (B)(6) 2015. The most recent information was received on (B)(6)2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("lots of pelvic pain all the time when not on menstrual cycle / pelvic pain"), menorrhagia ("periods are very clotty and more painful than they used to be / menorrhagia"), dysmenorrhoea ("extremely bad cramps during my period"), small intestinal obstruction ("small bowel obstruction / bowel surgery due to scar tissues"), systemic lupus erythematosus ("autoimmune disorder type of disorder: lupus") and multiple sclerosis ("autoimmune disorder type of disorder:multiple sclerosis") in a 29-year-old female patient who had essure (batch no. 626626) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 2, asthma and anal fissure in 2008. Concurrent conditions included lumbar puncture since 2010, umbilical hernia and body mass index normal. Concomitant products included medroxyprogesterone (depo provera) since (B)(6) 2008. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant), multiple sclerosis (seriousness criterion medically significant), cystitis ("infection (bladder/ urinary tract / vaginal) type"), urinary tract infection ("infection (bladder/ urinary tract / vaginal) type"), mood altered ("psychological or psychiatric problems condition: moody and depression"), depression ("psychological or psychiatric problems condition: moody and depression"), anxiety ("emotional anguish"), alopecia ("hair loss"), bladder disorder ("bladder or urinary problems or changes"), headache ("migraines / headaches"), uterine cyst ("reproductive system disorder or condition type of disorder or condition: yes, cyst in uterus"), ovarian cyst ("reproductive system disorder or condition type of disorder or condition: yes cyst in ovaries"), vulvovaginal discomfort ("vaginal irritation"), pelvic discomfort ("quite discomfort throughout pelvic region"), abdominal distension ("gastrointestinal condition type: bloating"), eye pain ("vision/ eye problems- type: pain in eye"), facial pain ("vision/ eye problems- type: pain in face") and pelvic floor muscle weakness ("pelvic floor dysfunction"). In (B)(6) 2016, the patient experienced perineal pain ("perineum feels different/ change in sensation of perineum"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criterion medically significant), small intestinal obstruction (seriousness criteria medically significant and intervention required), back pain ("lots of back pain all the time when not on menstrual cycle"), abdominal pain ("abdominal pain"), abdominal pain lower ("cramping"), migraine ("migraine"), myalgia ("muscular pain"), rash ("rashes or skin conditions type: skin rash"), pruritus ("itching"), weight fluctuation ("weight fluctuations"), gastrointestinal disorder ("gastrointestinal problems"), the first episode of procedural pain ("post-operative pain"), nausea ("nausea"), vomiting ("vomiting"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), hypersensitivity ("allergic or hypersensitivity reaction"), vaginal infection ("infection (bladder/ urinary tract / vaginal) type"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), urinary tract disorder ("bladder or urinary problems or changes"), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), vitreous floaters ("vision/eye problems type: floaters"), fatigue ("fatigue"), weight increased ("weight gain"), muscle disorder ("muscular difficulties") and the second episode of procedural pain ("post operative pain"). The patient was treated with sumatriptan (imitrex), augmentin, ondansetron (zofran), co-trimoxazole (bactrim), surgery (on (B)(6) 2016, plaintiff underwent a total laparoscopic hysterectomy and bilateral salpingectomy.), surgery (ablation) and surgery (second operation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, small intestinal obstruction, abdominal pain, abdominal pain lower, migraine, myalgia, rash, pruritus, weight fluctuation, gastrointestinal disorder, nausea and vomiting was resolving, the dysmenorrhoea, systemic lupus erythematosus, multiple sclerosis, vaginal haemorrhage, hypersensitivity, cystitis, vaginal infection, urinary tract infection, female sexual dysfunction, mood altered, depression, anxiety, alopecia, bladder disorder, urinary tract disorder, headache, uterine cyst, ovarian cyst, allergy to metals, dyspareunia, vaginal discharge, vitreous floaters, fatigue, weight increased, vulvovaginal discomfort, pelvic discomfort, muscle disorder, perineal pain, abdominal distension, the last episode of procedural pain, eye pain, facial pain and pelvic floor muscle weakness outcome was unknown and the back pain had not resolved. The reporter provided no causality assessment for back pain and dysmenorrhoea with essure. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, bladder disorder, cystitis, depression, dyspareunia, eye pain, facial pain, fatigue, female sexual dysfunction, gastrointestinal disorder, headache, hypersensitivity, menorrhagia, migraine, mood altered, multiple sclerosis, muscle disorder, myalgia, nausea, ovarian cyst, pelvic discomfort, pelvic floor muscle weakness, pelvic pain, perineal pain, pruritus, rash, small intestinal obstruction, systemic lupus erythematosus, urinary tract disorder, urinary tract infection, uterine cyst, vaginal discharge, vaginal haemorrhage, vaginal infection, vitreous floaters, vomiting, vulvovaginal discomfort, weight fluctuation, weight increased, the first episode of procedural pain and the second episode of procedural pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: confirming full occlusion of fallopian tubes.; in (B)(6) 2008: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received: new reporters, patient demographic information, treatment medications, concomitant disease, new events eye pain, facial pain and pelvic floor dyssynergia added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5055921) on (B)(6) 2015. The most recent information was received on (B)(6) 2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("lots of pelvic pain all the time when not on menstrual cycle / pelvic pain"), menorrhagia ("periods are very clotty and more painful than they used to be / menorrhagia"), dysmenorrhoea ("extremely bad cramps during my period"), small intestinal obstruction ("small bowel obstruction / bowel surgery due to scar tissues"), systemic lupus erythematosus ("autoimmune disorder type of disorder: lupus") and multiple sclerosis ("autoimmune disorder type of disorder:multiple sclerosis") in a 29-year-old female patient who had essure (batch no. 626626) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 2, asthma and anal fissure in 2008. Concurrent conditions included lumbar puncture since 2010 and umbilical hernia. Concomitant products included medroxyprogesterone (depo provera) since (B)(6) 2008. On (B)(6) 2008, the patient had essure inserted. In september 2008, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant), multiple sclerosis (seriousness criterion medically significant), cystitis ("infection (bladder/ urinary tract / vaginal) type"), urinary tract infection ("infection (bladder/ urinary tract / vaginal) type"), mood altered ("psychological or psychiatric problems condition: moody and depression"), depression ("psychological or psychiatric problems condition: moody and depression"), anxiety ("emotional anguish"), alopecia ("hair loss"), bladder disorder ("bladder or urinary problems or changes"), headache ("migraines / headaches"), uterine cyst ("reproductive system disorder or condition type of disorder or condition: yes, cyst in uterus"), ovarian cyst ("reproductive system disorder or condition type of disorder or condition: yes cyst in ovaries"), vulvovaginal discomfort ("vaginal irritation"), pelvic discomfort ("quite discomfort throughout pelvic region") and abdominal distension ("gastriintestinal condition type: bloating"). In april 2016, the patient experienced perineal pain ("perineum feels different/ change in sensation of perineum"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criterion medically significant), small intestinal obstruction (seriousness criteria medically significant and intervention required), back pain ("lots of back pain all the time when not on menstrual cycle"), abdominal pain ("abdominal pain"), abdominal pain lower ("cramping"), migraine ("migraine"), myalgia ("muscular pain"), rash ("rashes or skin conditions type: skin rash"), pruritus ("itching"), weight fluctuation ("weight fluctuations"), gastrointestinal disorder ("gastrointestinal problems"), the first episode of procedural pain ("post-operative pain"), nausea ("nausea"), vomiting ("vomiting"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), hypersensitivity ("allergic or hypersensitivity reaction"), vaginal infection ("infection (bladder/ urinary tract / vaginal) type"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), urinary tract disorder ("bladder or urinary problems or changes"), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), vitreous floaters ("vision/eye problems type: floaters"), fatigue ("fatigue"), weight increased ("weight gain"), muscle disorder ("muscular difficulties") and the second episode of procedural pain ("post operative pain"). The patient was treated with surgery (on (B)(6) 2016, plantiff underwent a total laproscopic hysterectomy and bilateral salpingectomy.), surgery (ablation) and surgery (second operation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, small intestinal obstruction, abdominal pain, abdominal pain lower, migraine, myalgia, rash, pruritus, weight fluctuation, gastrointestinal disorder, nausea and vomiting were resolving, the dysmenorrhoea, systemic lupus erythematosus, multiple sclerosis, vaginal haemorrhage, hypersensitivity, cystitis, vaginal infection, urinary tract infection, female sexual dysfunction, mood altered, depression, anxiety, alopecia, bladder disorder, urinary tract disorder, headache, uterine cyst, ovarian cyst, allergy to metals, dyspareunia, vaginal discharge, vitreous floaters, fatigue, weight increased, vulvovaginal discomfort, pelvic discomfort, muscle disorder, perineal pain, abdominal distension and the last episode of procedural pain outcome was unknown and the back pain had not resolved. The reporter provided no causality assessment for back pain and dysmenorrhoea with essure. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, bladder disorder, cystitis, depression, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, headache, hypersensitivity, menorrhagia, migraine, mood altered, multiple sclerosis, muscle disorder, myalgia, nausea, ovarian cyst, pelvic discomfort, pelvic pain, perineal pain, pruritus, rash, small intestinal obstruction, systemic lupus erythematosus, urinary tract disorder, urinary tract infection, uterine cyst, vaginal discharge, vaginal haemorrhage, vaginal infection, vitreous floaters, vomiting, vulvovaginal discomfort, weight fluctuation, weight increased, the first episode of procedural pain and the second episode of procedural pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 58.957 kgs. Hysterosalpingogram - on (B)(6) 2008: confirming full occlusion of fallopian tubes. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet & medical record received. Events vaginal bleeding, hypersensitivity,bladder/ urinary tract/vaginal infections, apareunia, moody and depression, emotional anguish, lupus, multiple sclerosis,skin rashes, bladder & urinary disorder, migraine, headaches, cyst inuterus and ovarie, nickel allergy, vaginal discharge,floaters, fatigue, weight gain, vaginal irritation, muscular difficulties, bloating, erineum feels different are added. Lot number added. Lab data added. Concomitant & historical drugs,conditions are added. Patient, product & reporter information updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
E was initially received via regulatory authority (food and drug administration, reference number: mw (B)(4)) on 22-oct-2015. The most recent information was received on 29-aug-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("lots of pelvic pain all the time when not on menstrual cycle / pelvic pain"), menorrhagia ("periods are very clotty and more painful than they used to be / menorrhagia"), dysmenorrhoea ("extremely bad cramps during my period"), small intestinal obstruction ("small bowel obstruction / bowel surgery due to scar tissues"), systemic lupus erythematosus ("autoimmune disorder type of disorder: lupus") and multiple sclerosis ("autoimmune disorder type of disorder:multiple sclerosis") in a 29-year-old female patient who had essure (batch no. 626626) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 2, asthma and anal fissure in 2008. Concurrent conditions included lumbar puncture since 2010, umbilical hernia and body mass index normal. Concomitant products included medroxyprogesterone (depo provera) since (B)(6) 2008. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant), multiple sclerosis (seriousness criterion medically significant), cystitis ("infection (bladder/ urinary tract / vaginal) type"), urinary tract infection ("infection (bladder/ urinary tract / vaginal) type"), mood altered ("psychological or psychiatric problems condition: moody and depression"), depression ("psychological or psychiatric problems condition: moody and depression"), anxiety ("emotional anguish"), alopecia ("hair loss"), bladder disorder ("bladder or urinary problems or changes"), headache ("migraines / headaches"), uterine cyst ("reproductive system disorder or condition type of disorder or condition: yes, cyst in uterus"), ovarian cyst ("reproductive system disorder or condition type of disorder or condition: yes cyst in ovaries"), vulvovaginal discomfort ("vaginal irritation"), pelvic discomfort ("quite discomfort throughout pelvic region"), abdominal distension ("gastrointestinal condition type: bloating"), eye pain ("vision/ eye problems- type: pain in eye"), facial pain ("vision/ eye problems- type: pain in face") and pelvic floor muscle weakness ("pelvic floor dysfunction"). In (B)(6) 2016, the patient experienced perineal pain ("perineum feels different/ change in sensation of perineum"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criterion medically significant), small intestinal obstruction (seriousness criteria medically significant and intervention required), back pain ("lots of back pain all the time when not on menstrual cycle"), abdominal pain ("abdominal pain"), abdominal pain lower ("cramping"), migraine ("migraine"), myalgia ("muscular pain"), rash ("rashes or skin conditions type: skin rash"), pruritus ("itching"), weight fluctuation ("weight fluctuations"), gastrointestinal disorder ("gastrointestinal problems"), the first episode of procedural pain ("post-operative pain"), nausea ("nausea"), vomiting ("vomiting"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), hypersensitivity ("allergic or hypersensitivity reaction"), vaginal infection ("infection (bladder/ urinary tract / vaginal) type"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), urinary tract disorder ("bladder or urinary problems or changes"), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), vitreous floaters ("vision/eye problems type: floaters"), fatigue ("fatigue"), weight increased ("weight gain"), muscle disorder ("muscular difficulties") and the second episode of procedural pain ("post operative pain"). The patient was treated with sumatriptan (imitrex), augmentin, ondansetron (zofran), co-trimoxazole (bactrim), surgery (on (B)(6) 2016, plaintiff underwent a total laproscopic hysterectomy and bilateral salpingectomy.), surgery (ablation) and surgery (second operation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, small intestinal obstruction, abdominal pain, abdominal pain lower, migraine, myalgia, rash, pruritus, weight fluctuation, gastrointestinal disorder, nausea and vomiting was resolving, the dysmenorrhoea, systemic lupus erythematosus, multiple sclerosis, vaginal haemorrhage, hypersensitivity, cystitis, vaginal infection, urinary tract infection, female sexual dysfunction, mood altered, depression, anxiety, alopecia, bladder disorder, urinary tract disorder, headache, uterine cyst, ovarian cyst, allergy to metals, dyspareunia, vaginal discharge, vitreous floaters, fatigue, weight increased, vulvovaginal discomfort, pelvic discomfort, muscle disorder, perineal pain, abdominal distension, the last episode of procedural pain, eye pain, facial pain and pelvic floor muscle weakness outcome was unknown and the back pain had not resolved. The reporter provided no causality assessment for back pain and dysmenorrhoea with essure. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, bladder disorder, cystitis, depression, dyspareunia, eye pain, facial pain, fatigue, female sexual dysfunction, gastrointestinal disorder, headache, hypersensitivity, menorrhagia, migraine, mood altered, multiple sclerosis, muscle disorder, myalgia, nausea, ovarian cyst, pelvic discomfort, pelvic floor muscle weakness, pelvic pain, perineal pain, pruritus, rash, small intestinal obstruction, systemic lupus erythematosus, urinary tract disorder, urinary tract infection, uterine cyst, vaginal discharge, vaginal haemorrhage, vaginal infection, vitreous floaters, vomiting, vulvovaginal discomfort, weight fluctuation, weight increased, the first episode of procedural pain and the second episode of procedural pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: confirming full occlusion of fallopian tubes.; in (B)(6) 2008: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-aug-2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("lots of pelvic pain all the time when not on menstrual cycle / pelvic pain"), dysmenorrhoea ("extremely bad cramps during my period") and small intestinal obstruction ("small bowel obstruction") in a (B)(6) old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 2. On (B)(6) 2008, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criterion medically significant), menorrhagia ("periods are very clotty and more painful than they used to be / menorrhagia") and back pain ("lots of back pain all the time when not on menstrual cycle"). On an unknown date, the patient experienced small intestinal obstruction (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), abdominal pain lower ("cramping"), migraine ("migraine"), myalgia ("muscular pain"), rash ("skin rash"), pruritus ("itching"), weight fluctuation ("weight fluctuations"), gastrointestinal disorder ("gastrointestinal problems"), procedural pain ("post-operative pain"), nausea ("nausea") and vomiting ("vomiting"). The patient was treated with surgery (on (B)(6) 2016, plantiff underwent a total laproscopic hysterectomy and bilateral salpingectomy.) And surgery (second operation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, small intestinal obstruction, menorrhagia, abdominal pain, abdominal pain lower, migraine, myalgia, rash, pruritus, weight fluctuation, gastrointestinal disorder, procedural pain, nausea and vomiting was resolving and the back pain had not resolved. The reporter considered abdominal pain, abdominal pain lower, gastrointestinal disorder, menorrhagia, migraine, myalgia, nausea, pelvic pain, procedural pain, pruritus, rash, small intestinal obstruction, vomiting and weight fluctuation to be related to essure. The reporter provided no causality assessment for back pain and dysmenorrhoea with essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirming full occlusion of fallopian tubes. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device medical assessment: based on the available information, there is no evidence of a quality defect. Moreover, the reported medical events) are not indicative of a quality deficit per se. Most recent follow-up information incorporated above includes: on 25-sep-2017: case classification was updated to potential legal case and new reporters was added. Product start date was updated and stop date was added. And also new events was added. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.